Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was received with a critical pump error and a broken force sensor confirmed in the history file due to the corroded force sensor. The power management tool confirms the unloaded voltage and the loaded voltage are within specifications. However, analysis found a power system error alarm at the long trace history file. The insulin pump had an intermittent non-sleep anomaly software error. The insulin pump was received with corroded electronic assemblies and a corroded motor home switch. The insulin pump was received with minor scratches on the case, keypad overlay texture damage, a cracked select button keypad overlay, and minor scratches on the lcd window.

Event description:
Customer reported via phone call that the insulin pump had a recurring pump error alarm. Customer¿s blood glucose was unknown at the time of incident. Insulin pump is being replaced and is expected to return for analysis.